Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a button error alarm. Customer's blood glucose was 290 mg/dl. No additional information provided.

Manufacturer narrative:
No unexpected button error alarm was noted. The displacement test could not be performed due to they unresponsive keypad. The insulin pump had no escape and down arrow button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, and a stained end cap sticker.